Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon claims that the clips turned sideways inside of the jaws of the applier. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Eval: malformed clip, clip jammed, ejected clip. The analysis results of the er420 device found that it was received with 1 malformed clip fed sideways and jammed in the jaws. In an attempt to replicate the incident reported the device was functionally evaluated. Upon testing the device for functionality, the jammed clip was removed and the device was cycled, fed, and formed 3 conforming clips as intended and the remaining 10 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.